Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: based on the extremely limited imaging and case details provided it appears that the supera 4 mm x 120 mm stent was properly deployed on (B)(6) 2015. Post deployment angiography shows a well apposed stent in the mid to distal sfa. The report indicates that a few days after implanting the supera stent, thrombosis was noted in the femoral artery although, after review of additional details, the indication is that the patient returned approximately 30 days ((B)(6) 2015) post procedure for follow up treatment of the diagnosed thrombosis. There was no reported device malfunction, and the product was not returned. The reported patient effect of thrombosis / occlusion at the treatment site is a known potential patient effect as listed in the supera instructions for use (IFU). The IFU list one contraindication as: patients who cannot receive antiplatelet or anticoagulation therapy. Based on in vivo thrombogenicity testing, the device should not be used in patients who cannot be anticoagulated as there may be some thrombus formation in the absence of anticoagulation. There is no information indicating any post procedure anti-platelet therapy. There is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the index procedure date was (B)(6) 2015 and the patient presented with an ulcer from the knee to the ankle, and with exposure of tendons and tibia. Angioplasty was performed and the supera was implanted in the femoral artery. Three days later on (B)(6) 2015 echo doppler was performed, blood flow looked good and ulcers looked better. On (B)(6) 2015 the patient was admitted and symptomatic with large and extensive lesions. Angiography could not be performed as the patient had severe allergy to iodinated contrasts, had to follow a special protocol, and had to be intubated. Echo doppler was performed and the stent was covered with thrombosis. Medication was administered to treat the thrombosis. As the whole axis was affected, balloon angioplasty was not an option. The wounds got worse. On (B)(6) 2015 the patient had supracondylar amputation and tendon resection was performed. No additional information was provided.